Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted that the left ventricular (lv) lead had a potential for loss of capture. It was noted that the current electrograms (egm) was unable to confirm left ventricular capture.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. Additionally, the right ventricular (rv) lead exhibited low impedance and had small r waves. Both leads remain in use. No patient complications have been reported as a result of this event. Additional information received noted that the left ventricular (lv) lead had a potential for loss of capture. It was noted that the current electrograms (egm) was unable to confirm left ventricular capture. It was further reported that the lv lead exhibited low impedance and variable thresholds. The lv high and variable threshold and rv lead low impedance were noted to be known issues to the clinician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: evproplus-29us aortic valve implanted: (B)(6) 2020; 693558 lead implanted: (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. Additionally, the right ventricular (rv) lead exhibited low impedance and had small r waves. Both leads remain in use. No patient complications have been reported as a result of this event.